Event description:
It was reported that the pump history was missing data despite being in use. There was no adverse impact to the customer¿s blood glucose level due to this reported event. No additional patient or event information available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.